Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va00cjg, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# v617051, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the lead, lot number va00cjg, found no significant anomaly. The lead body had been cut through and the product was s egmented. Analysis of the lead, lot number v617051, found no significant anomaly. The proximal end of the conductor had a short between the circuits due to overstress damage. (B)(4).

Event description:
It was reported that the patient noticed that the tip of lead component of their implantable neurostimulator (ins) system protruded through the skin on their forehead on (B)(6). The patient was seen in the healthcare professional¿s office where the doctor explanted the entire ins system (B)(6) morning due to the risk of infection. There were no reported diagnostics or troubleshooting performed. It was confirmed on follow up that only one of the leads was protruding although it was unknown which one was involved. There were no reported patient symptoms or complications as a result of the event. The patient was reported as doing well on follow up. If additional information is received, a follow-up report will be sent.